Event description:
It was reported that the ilet pump¿s touchscreen developed multiple lines across the display, rendering the screen difficult to read and navigation unreliable, consistent with a display difficult to read issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light related display problem and supported a display readability malfunction associated with the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.